Manufacturer narrative:
This report is for an unknown screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: sung, k. Et al. (2018), use of iliac crest allograft for dega pelvic osteotomy in patients with cerebral palsy, bmc musculoskeletal disorders, vol. 19, pages 375-383 (south korea). The aim of this study was to investigate the outcomes after dega pelvic osteotomy, using iliac crest allograft in patients with cerebral palsy. Furthermore, this study also investigated the factors influencing allograft incorporation. A total of 110 patients (68 males and 42 females) with 150 hips were treated with femoral varus osteotomy (fvo) using a blade plate or an unknown synthes pediatric locking compression plate. The following complications were reported as follows: 24 hips were classified as radiographic delayed union (goldberg score was less than 6) at 6 months after surgery. This is for an unknown synthes locking screws. This is report 2 of 2 for (B)(4).